Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: fracture of an epicardial left ventricular lead implanted at open-heart surgery in anticipation of future need for cardiac resynchronization therapy. Clinical case reports. 2020. 8:383¿386. Doi: 10.1002/ccr3.2669. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the fracture of an epicardial left ventricular (lv) lead. The article reports a patient implanted with an epicardial lv lead for anticipation of future cardiac resynchronization therapy. Two years after the implant of the epicardial lv lead, the patient was being upgraded to a cardiac resynchronization therapy defibrillator (crt-d). During the procedure, they noticed the lead had multiple overt fractures near the level of the suprasternal notch suspected to be caused by shredding over the fractured sternal wires. Inadvertent capture of the lead body by the sternal wires at implant may have contributed to the lead damage. The lead was explanted and replaced with a transvenous lead. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.